Event description:
Event description boston scientific received information that during a revision procedure to relocate the device from the left side to the right side, the physician noted blood in the device header of this cardiac resynchronization therapy defibrillator (crt-d). There were no adverse patient effects reported. The device was explanted and successfully replaced with a new guidant device.